Event description:
The customer reported the generation of erroneously low ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), on their au5800 chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.

Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the au5800 chemistry analyzer and identified the failure mode as a defective sample probe and sample syringe. The fse replaced the sample probe and sample syringe to resolve the issue. The beckman coulter internal identifier is (B)(4).